Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: visual, dimensional and functional inspections were performed on the returned device. The reported tear was confirmed; however, the reported difficulty removing the mandrel/stylet could not be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulty removing the mandrel/stylet; however, the reported tear appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that resistance was felt when the stylet was being removed from the 2.5 x 12 mm nc trek balloon catheter. During the attempts to remove the stylet it was believed that the technician accidentally poked a hole in the balloon; therefore, the device was not used on the patient. A new nc trek balloon catheter was used successfully for the case. There was no clinically significant delay in the procedure reported. No additional information was provided.